Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient called to report that his artificial urinary sphincter (aus) cuff (placed approx. (B)(6) 2020) does not seem to stay open long enough for him to fully empty his bladder (he does state that this is his second system). Patient liaison instructed him on the double pump technique whereas he should pump the device to open and then give it a further pump or two to keep it open until he feels that his bladder is empty. He does report a history of radiation. Patient liaison also recommended that he speak with his dr. Regarding his concern about not being able to be fully empty.